Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron select sps g124, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
Within warranty? No. Notes: 11/06/25 evaluation tech: (B)(6). Emv hp;cable,conn/gun cable open intermittent operation due to an open condition in the footswitch cable, intermittent or no operation due to an open condition in the handpiece cable. No water flow due to a clogged water solenoid, damaged handpiece cable, debris buildup in the water filter. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval loaner fee has been included in the estimate. Both handpiece cable needs to be replaced and are charged in the estimate. Cmr-11/11/25 tested unit and returned to factored specs. Replaced all worn and damaged items. Qa: cw. St: 06/25 old hpc 1: 01/16 old hpc 2: 04/15 new hpc: 08/25 within warranty? No.